Event description:
Major pump unit(s) involved: device thrombosis. Additional text: thrombus inside impeller. Specific component(s) involved: other component malfunction, specify. Additional text: other component: impeller. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of pump; other interventions, specify. Other intervention: pfo closure. Implant device type: lvad. Malfunction device type:.

Event description:
Major pump unit(s) involved: device thrombosis.specific component(s) involved: other component malfunction, specify.